Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was no longer recording the history. Reportedly, the pump was missing history from (B)(6) 2017. Review of the pump data logs by tandem technical support showed that the date had been incorrect and that the missing history may have been a result from the customer's pump time being incorrectly displayed therefore not capturing the history in real time. The customer acknowledged the information provided. There was no reported impact to the customer's blood glucose level.